Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs 1225714-2014-04719 and 1225714-2014-04720.

Event description:
The plaintiff's attorney alleged that the decedent experienced metabolic alkalosis, hypotension, hypokalemia, a cardiovascular event and subsequently expired on (B)(6) 2012 after use of the product.